Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services was dispatched and they were hospitalized in intensive care unit due to hyperglycemia, infection and diabetic ketoacidosis on (B)(6) 2020 or two days and discharged. The customer¿s blood glucose level was 660 mg/dl at time of incident. The insulin pump's retainer ring was broken off. The customer stated that the reservoir was able to lock into place. The customer was assisted with troubleshooting. Customer's second hospitalization was on (B)(6) 2020. The customer stated that emergency medical services was dispatched, they were in emergency room and hospitalized in intensive care unit due to hyperglycemia and coma. The customer¿s blood glucose level was over 1000 mg/dl at time of incident. The symptoms related to high blood glucose such as vomiting. The customer was treated with insulin drip. Customer's third hospitalization was on (B)(6) 2020. The customer stated that emergency medical services was dispatched, they were in emergency room and hospitalized in intensive care unit due to hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl at time of incident. The device will not be returned for analysis.